Event description:
It was reported that the ilet entered a rewind state, after which the user initiated a rewind and required guidance to perform fill tubing only and fill cannula; the user subsequently announced multiple meals in an attempt to lower blood glucose rather than allowing automated correction. Symptoms included hyperglycemia. Outcomes included troubleshooting and user education on proper use of fill functions and on avoiding inappropriate meal announcements. Investigation included review of device alerts indicating code 383 and assessment of user technique with subcutaneous insulin via pen as backup. Investigation of this case revealed user-related use error contributing to hyperglycemia, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user handling and therapy management choices rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.